Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection procedure, the surgeon was able to press the green button but was unable to squeeze the handle. Another stapler was used to complete the procedure. There was no patient injury.